Manufacturer narrative:
A specific root cause could not be determined as no further data was available for assessment. It is believed that the missing rack adapters was the most likely cause for the issue as this can lead to mis- sampling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received questionable results for one patient sample tested for total bilirubin special and bilirubin direct (bil-d). The sample was found to have an erroneous result for bil-d that was reported outside of the laboratory. The sample initially resulted as 2.1 mg/dl for bil-d and this value was reported outside of the laboratory. The physician questioned the result, so he requested a repeat of the sample and a re-draw of the patient. The repeat of the original sample resulted as 0.4 mg/dl for bil-d and this value was believed to be correct. The new sample obtained from the re- draw resulted as 0.4 mg/dl for bil-d. The patient was not adversely affected. The bil-d reagent lot number was 68527701 with an expiration date of 02/28/2015. The field service representative stated that when the customer was performing daily maintenance, they found that 3 syringe tips were worn. The customer replaced these. The field service representative inspected the tube racks and determined that sample tube insert adapters were not present. The field service representative also inspected the syringes and these looked fine. The field service representative ran a precision study using control material.